Manufacturer narrative:
A field service engineer (fse) was at the customer site and observed an occluded sample line tubing between the diff shear valves (cvl85/126). He replaced the tubing and the instrument ran without any further issues. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported experiencing aspiration p errors on their coulter lh 750 hematology analyzer . The customer also attempted to process a sample in the manual mode and recovered diff voteouts

Manufacturer narrative:
Adverse event or product problem - selecting product problem was omitted from original submission.